Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the risk manager that while the rn was in the patient's room, the rn noticed that the "chair"/ the helium profile changed and the "chair was gone." The pump was pumping at 1.1 to 1.4 ratios. The rn looked at the insertion site and noticed blood in the catheter. The intra-aortic balloon (iab) was removed and another iab was not needed. There was no harm to the patient. Per the risk manager, because the rn was in the patient's room the moment the helium profile changed, the situation was taken care of and the pump did not alarm. Additional information received in 2009, stated that the iab was inserted in 2009.